Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient thought they were being electrocuted in (B)(6) 2017. The patient stated they had been out of town and didn¿t have their programmer with them. It was on for 3 days and when they got home they went to their healthcare provider and they turned it off, so the pulses quit and that resolved the electrocution. The patient also reported that their device hadn¿t been working that well for leaking and urges for the last 2 to 3 years, about 2016. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.